Manufacturer narrative:
Corrected information: the file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-02134 was determined to be not reportable and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information was received that a smiths medical normoflo fluid warming device, irrigating system was leaking water, customer suspects bad compressor. No adverse effects were reported.